Event description:
The patient received the first injection of a three-injection regimen of orthovisc in his knee with no consequence. After the second injection, the patient allegedly developed pain and swelling. The patient had 90cc of fluids removed from the knee. The patient was treated with a cortisone injection.

Manufacturer narrative:
Dates of injection and event are estimates. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. At time of report, the patient has recovered.